Event description:
The facility reported they were transferring the resident from the toilet to the bed when the resident slid from the sling. The resident's feet were on the bed and her head was near the center of the room. The resident sustained a laceration to the back of her head and received five double stitches. She was hospitalized.